Event description:
It was reported that the patient has expired due to unknown reasons. The implant duration was less than a month. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received; however, the cause of death remains unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.